Event description:
User experienced hyperglycemic episode resulting in hospitalization due to: broken needle free syringe. Unavailabilty of additional supplies locally. (Needle-free syringe). Refused to take insulin by other available methods. (Needle/syringe).